Event description:
The customer reported a ventilator monitor turned off while in use. The customer reported that the unit will be sequestered and must be checked before he can power it on. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by a philips field service engineer (fse) who could not confirm nor duplicate the reported issue. The fse could not find error codes during the performance verification test (pvt). The fse was unable to replicate the original issue. The fse reported that the issue was likely due to a user error. The device was then returned to service. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed.